Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 445cc mentor memoryshape breast implant, catalog #3341309, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 445cc mentor memoryshape breast implant experienced left sided baker grade iii capsular contracture post procedure. The capsular contracture was accompanied by tenderness and upper pole fullness. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. Future explant and replacement are indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7379343, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).